Event description:
It was reported that there was a stripped screw on the system controller backup battery housing. The system controller was replaced with the backup system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a stripped screw on the system controller backup battery housing was confirmed via evaluation of the returned heartmate 3 system controller (serial number (B)(6)). Visual inspection revealed the head of a backup battery cover screw appeared to have broken off from its body. The system controller was otherwise in unremarkable physical condition. The controller passed all functional testing without issue and was able to support a mock circulatory loop without issue or alarm for an extended period of time. The root cause of the reported event was unable to be determined via this investigation. A manufacturing analysis task has been initiated to further investigate the issue of damaged screws. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 IFU with heartmate touch is currently available. Heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller. Section 5 of the IFU, entitled ¿surgical procedures¿, provides instructions for installing the backup battery in the system controller. The heartmate 3 patient handbook instructs the user to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ no further information was provided. The manufacturer is closing the file on this event.